Event description:
It was reported that difficulty removal occurred. Vascular access was obtained via the femoral artery. The 20x5.0mm, de novo and graft anastomosis target lesion with no significant bend was located in the moderately tortuous and severely calcified right coronary artery. A 20 x 4.50 rebel stent was selected for treatment. However, when it crossed the lesion, resistance was felt while withdrawing it, and upon removal, the stent was found to be deformed. The procedure was completed with another of the same device. No patient complications were reported, and the patient status was stable post-procedure.